Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's mother reported that on (B)(6) 2022 the user fell in the park and hit her left ear. Immediately after, the user could not hear with the device. Re-implantation is considered.

Manufacturer narrative:
Conclusion: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
The user's mother reported that on (B)(6) 2022 the user fell in the park and hit her left ear. Immediately after, the user could no longer hear with the device. The user was re-implanted.